Event description:
It was reported the device will not stay on. No patient complications were reported as a result of this event. Follow-up to determine if there was any patient involvement was unsuccessful. Additional information was later received confirming there was no patient involvement.

Event description:
It was reported the device will not stay on. No patient complications were reported as a result of this event. Follow-up to determine if there was any patient involvement was unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis found the device would not power up, due to the main printed circuit board being out of specification, confirming the reported field experience. The bail covers were also found to be broken and the battery contacts compressed.